Event description:
The device was returned to the service ctr for a report from the customer contact that the device alarmed with a e951 (primary valve pin not moving) error code. This does not indicate a reportable malfunction. However, during verification testing at the service ctr, it was noted that the regulator opener was unseated and the shaft regulator opener was misaligned.

Manufacturer narrative:
During verification testing at the service ctr, it was noted that the regulator opener was unseated and the shaft regulator opener was misaligned. This was due to use in the customer environment. This report represents all the info known by the reporter upon query by hospira personnel.